Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the device. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found that the 7th and 8th stent row from the distal edge of the stent were compressed or pinched. The distal end of the stent was also damaged and as a result the stent struts were stretched and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Predilation was performed and a 38 x 3.00 promus premier stent was advanced but was unable to cross the lesion. Predilation of the lesion was again performed and the device was re-advanced but was still unable to cross the lesion. The device was removed and it was noted that the edge of the stent was lifted. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Predilation was performed and a 38 x 3.00 promus premier¿ stent was advanced but was unable to cross the lesion. Predilation of the lesion was again performed and the device was re-advanced but was still unable to cross the lesion. The device was removed and it was noted that the edge of the stent was lifted. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).